Event description:
Boston scientific received information that right atrial (ra) impedance measurements were greater than 3,000 ohms. Additionally, sensing measurements had decreased and noise was oversensed on the atrial channel. An invasive revision procedure was performed and the ra lead was surgically abandoned and the device was explanted. A new system was implanted without incident. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.